Manufacturer narrative:
Literature citation: parkkila et al. Survival and complications are similar after swanson and sutter implant replacement of metacarpophalangeal joints in patients with rheumatoid arthritis. Scand j plast reconstr surg hand surg, 2006; 40: 49-53. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2006 literature article, by parkkila et al. Titled, survival and complications are similar after swanson and sutter implant replacement of metacarpophalangeal joints in patients with rheumatoid arthritis, the authors report 30 implant fractures and 7 revisions following mcp joint arthroplasty with swanson finger joint implants.